Event description:
This complaint is related to MFR #2134265-2009-00020. It was reported that during a coronary artery bare metal stent treatment procedure the stent was dislodged from the stent delivery system (sds). The physician was attempting to treat the target lesion, a 95-99% stenosed anatomosis of a vein graft to the mid lad (left anterior descending) with a 3.00x20mm liberte bare metal stent. The lesion was pre-dilated with a maverick 2.50x15mm; stent was then deployed successfully at lesion. It was noted by the physician that an acute thrombosis developed proximal to the deployed stent. The physician attempted to remove the thrombus with an aspiration catheter, the thrombus was unable to be removed. The physician then attempted to place a liberte 4.50x28mm bare metal stent in the vessel. The physician was unable to advance the stent into the thrombus. When the physician was removing the sds from the graft the stent was noted to have been "stripped off by the guiding catheter". The physician was able to pull the entire system back to the sheath. When the physician stepped off fluoro, then stepped back on it was noted at the stent was no longer visible. The physician was unable to locate the dislodged stent in the patient. The physician then decided to end the procedure at that time. There were no reported patient injuries or complications. The patient's condition was reported as "ok".